Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two maxcore biopsy device along with labeling information of the product which was verified with the trackwise. The second maxcore device was in fully primed position with the yellow guard attached to the needle. Based on the photo review the reported failure to fire issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 02/2026), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through soft density tissue, the outer cannula of the device allegedly failed to fire. It was further reported that the patient allegedly experienced hematoma in the kidney and was hospitalized, however there was no information on any medications or interventions provided to treat the hematoma. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4. (Expiration date: 02/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through soft density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used. There was no reported patient injury.